Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the consumer is refusing to do so.

Event description:
A consumer stated that she had allegedly received a burn on her lower back while using a heating pad, and that medical attention was sought for her injuries. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing, but the consumer refused to do so.